Event description:
It was reported that the system 7 aseptic housing disassembled during inspection at user facility, it fractured and top housing was detached from the bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 7 aseptic housing disassembled during inspection at user facility, it fractured and top housing was detached from the bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The event was confirmed by the qa technician through functional and visual inspection. The housing on the device was broken in two. It is possible that the damage was caused by excessive sideload based on the risk document. The housing was placed in parts retention.